Event description:
Information was received that during use of this smiths medical cadd administration sets, leaking on the outside of the circular filter was noted. No adverse effects were reported.

Manufacturer narrative:
One cadd administration sets was returned for analysis. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. Delamination was found in both joins of the filter with the tube in the sample received. Leak testing on the sample received was performed using hydrostat vessel to look for unusual functions; a leak was observed fleeing from the air vent of the filter. The customer's reported problem was confirmed. In order to perform a complete root cause analysis of this failure mode an investigation was open. The problem source of the reported problem is unknown.